Event description:
An altitude alarm was reported for the pump. There was no reported impact to the customer¿s blood glucose. The customer regularly cleaned the pump and had not exposed it to condensation or humidity. Technical support decided to replace the pump, as it was still under warranty. The customer knew how to put the pump into storage mode and was instructed to return the problematic pump within 10 days using a pre-paid label. The customer planned to use mdi as a backup therapy to ensure insulin delivery was not interrupted.